Event description:
Removal difficulty - nurse "yanked" on the infusion tube (catheter) separating the flexible portion of the tube from the portal tip. Required surgical intervention for removal of the portal.

Manufacturer narrative:
Method: it was reported that the nurse "yanked" on the catheter in error and didn't follow instructions for removal of catheter leading to the incident.